Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set was difficult to insert and was changed four times. Customer reported that infusion leaked when inserted into leg and inquired on availability of a serter. Customer also reported that reservoir was difficult to fill and issue was resolved with the use of another reservoir. Customer's blood glucose was 400 mg/dl, and was treated with manual injection. Customer states blood glucose was high due to leak. Reservoir would be replaced.